Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted during a follow-up appointment that there was no capture on the left ventricular channel. The lead was found to be out of position and was explanted. The opinion of the physician is that the lead became dislodged due to twiddler's syndrome. The patient was well.